Event description:
The male luer lock adapter of the extension set disconnected from a "threaded luer cannula" which was connected to an injection site connected to a jugular central catheter. Reported product code was connected to the pt and was used for administration of central venous nutrition (cvn). Cvn was administered to the pt using an unidentified infusion pump. The connection site was confirmed to be secure. The next day the pt noted that the male luer lock adapter was detached from the "threaded luer cannula." Pt discovered the reported condition on their back from a restroom. Subsequently, pt's nurse was called in to the room. Immediately after that, pt "crouched down" and developed "chest pain", "cyanosis, " and "breathing difficulty" which was due to pulmonary embolism. Per reporter, pt's oxygen saturation decreased to 62% from 90% and oxygen was administered. Computed tomography (CT), "abdominal roentgen," "electro-cardiogram," and blood tests were performed. The pt recovered successfully the next day a "nurse said that as there have been sometimes loosing of connection, the connection was refastened once per every day in whole facility." The reporting facility's protocol for changing tubing is unk.